Event description:
Customer reported device contacts were melted. No treatment was received. Melting was noticed after device had been dropped, base was broken, and they display screen would not show anything. A request was made for return product and replacement product was sent.